Manufacturer narrative:
(B)(4). Submitted to FDA on 03/02/2016.

Event description:
Ubm analysis was performed on 2/10/2016. Imaging showed echogenic activity at the 9:00 position of the left eye and showed the istent sitting in the supraciliary space (malpositioned).

Manufacturer narrative:
The device history records were reviewed and there were no findings that are likely related to the reported event. (B)(4).

Event description:
The following additional information was provided by the surgeon. The patient's preoperative iop was 13 mmhg. The iris injury was characterized as trivial and no intervention was required. There was no problem with postoperative bleeding. The patient's preoperative bcva in the operative eye was 20/80- and the postoperative bcva improved to 20/25-. There was no adverse impact to the patient. The malpositioned stent is being monitored and no intervention is planned. The most recent iop on (B)(6) 2015 was 14 mmhg. The patient's status is stable and prognosis is good.

Manufacturer narrative:
The stent remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Cyclodialysis cleft and stent malposition are listed in the device labeling as known inherent risks of glaucoma stent surgery. MFR report #: (B)(4).

Event description:
The surgeon reported that during surgery a cyclodialysis cleft was inadvertently created and the istent fell into the cleft. The stent was not retrieved and no backup stent was implanted. The patient had limited mobility of her neck and this restricted the surgeon's visibility of the implantation area. A b-scan was used to try to visualize the stent postoperatively, but it was not sufficient to identify the stent. Ubm analysis is being scheduled to visualize the stent. At one week postop, the patient's vision was good and iop was ok. The patient will continue to be monitored and additional information has been requested.